Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity had a sudden jump. The plan is to monitor and then replace the device. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.